Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customers complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e117 was due to an internal printed circuit board failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was an error code e117 on the visera 4k uhd camera control unit. The issue occurred during preparation for use, but there was no delay, and the patient wasn¿t under anesthesia at the time. The diagnostic procedure (nasal laryngopharyngeal cavities) was completed with a similar device. There was no patient harm associated with this event.

Manufacturer narrative:
The device was evaluated on site by an olympus field service engineer, and the customer¿s allegation was confirmed due a printed circuit board failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.